Event description:
Getinge became aware of an issue with one of our table tops - 115030b0 modular universal table top used with 115001a0 - alphamaquet operating table column. As it was stated, the incident occurred at the start of operation. The 115030b0 modular universal table top with the shoulder plate 4934000t moved on the column uncontrollably towards the head. The patient slipped from the table top towards the head and onto the floor. A surgical drape is said to have become jammed between at least one of the pockets and the guide holder on the column. The service visit on site took place. At the time of the assessment, the 115030b0 table top was on the 114061c0 transporter. There was no break in the central body housing. The fastening pieces were properly screwed on. The drives m1 to m4 were checked and ruled out as potential cause. The locking pawls show signs of wear and abrasion and should be replaced. The guide holders on the column also show signs of wear. The warning of the surgical column in the event of faulty locking (long interval tone) was tested flawlessly. It is suspected that due to the slightly top-heavy positioning with the shoulder plate and the trapped surgical drape in the lock, the first stage of the safety latch probably came loose and the table top tilted until the second stage was engaged. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement of the table during surgery leading to the patient¿s fall, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022.

Event description:
Getinge became aware of an issue with one of our table tops columns, 115030b0 - modular universal table top, used with 115001a0 - alphamaquet operating table column and 4934000t ¿ the shoulder plate. As it was stated, the incident occurred at the beginning of the procedure when the 115030b0 modular universal table top, equipped with shoulder plate 4934000t, tilted uncontrollably on the column toward the headrest. As a result, the patient slid off the table top in the direction of the headrest and fell to the floor. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement of the table during surgery leading to the patient¿s fall, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our table tops columns, 115030b0 - modular universal table top, used with 115001a0 - alphamaquet operating table column and 4934000t ¿ the shoulder plate. As it was stated, the incident occurred at the beginning of the procedure when the 115030b0 modular universal table top, equipped with shoulder plate 4934000t, tilted uncontrollably on the column toward the headrest. As a result, the patient slid off the table top in the direction of the headrest and fell to the floor. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement of the table during surgery leading to the patient¿s fall, was to reoccur. The service visit on site took place. At the time of the assessment, the 115030b0 table top was mounted on the 114061c0 transporter. All affected devices have been evaluated by the technician and no malfunction was found. There was no break in the central body housing. The fastening pieces were properly screwed on. The drives m1 to m4 were checked and found to be fully operational. The locking pawls guide of table top (parts 68103724 and 31128414) and holders on the column (part no 31130474) were worn and had signs of abrasion and were replaced. The warning alarm (long interval tone) for improper locking was tested and found to be functional. Based on the investigation conducted, it was concluded that at the time of the event, the device was actively being used for the patient¿s treatment and was therefore directly involved in the reported incident. As the issue occurred, it was considered that the getinge device failed to meet its specifications. A review of received customer product complaints found no past reports of similar incidents resulting in injury to either a patient or an operator. It was confirmed that a surgical drape became jammed between at least one of the pockets and the guide holder on the column. It is suspected that due to uneven weight distribution on the tabletop caused by positioning with the shoulder plate and the trapped surgical drape in the lock, the first stage of the safety latch likely came loose, causing the tabletop to tilt before the second stage was engaged. As stated by the field technician, the parts of the locking mechanism in the affected table top and column were worn. However, it cannot be ruled out that the damage to the locking mechanism occurred as a result of the adverse event. If the locking mechanism had been faulty due to age and had not been locked properly, this should have been detected and confirmed during the pre-use check before the surgery (ga 1150.30 rev 15, page 66). There is information in the IFU that worn or damaged accessories should not be used (ga 1150.30 rev 15, page 67). There is a note that indicates the user must ensure no sterile sheets, drapes, or other objects become trapped during adjustment procedures (ga 1150.30 rev 15, page 43). Additionally, or staff must secure the patient and maintain continuous observation during transportation, table top transfer, operating table adjustments, transporter movement, or patient positioning to prevent uncontrolled patient slippage from the table (ga 1150.30 rev 15, page 16). In summary and as a result of the performed root cause evaluation, it was concluded that based on available information the most probable root cause of the reported issue, namely unintended movement of the table during surgery leading to the patient¿s fall, is related to the user error. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, h6 medical device ¿ problem code, fields deems required. This is based on the internal evaluation and the additional information that has been received. Previous b5 describe event or problem: getinge became aware of an issue with one of our table tops - 115030b0 modular universal table top used with 115001a0 - alphamaquet operating table column. As it was stated, the incident occurred at the start of operation. The 115030b0 modular universal table top with the shoulder plate 4934000t moved on the column uncontrollably towards the head. The patient slipped from the table top towards the head and onto the floor. A surgical drape is said to have become jammed between at least one of the pockets and the guide holder on the column. The service visit on site took place. At the time of the assessment, the 115030b0 table top was on the 114061c0 transporter. There was no break in the central body housing. The fastening pieces were properly screwed on. The drives m1 to m4 were checked and ruled out as potential cause. The locking pawls show signs of wear and abrasion and should be replaced. The guide holders on the column also show signs of wear. The warning of the surgical column in the event of faulty locking (long interval tone) was tested flawlessly. It is suspected that due to the slightly top-heavy positioning with the shoulder plate and the trapped surgical drape in the lock, the first stage of the safety latch probably came loose and the table top tilted until the second stage was engaged. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement of the table during surgery leading to the patient¿s fall, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our table tops columns, 115030b0 - modular universal table top, used with 115001a0 - alphamaquet operating table column and 4934000t ¿ the shoulder plate. As it was stated, the incident occurred at the beginning of the procedure when the 115030b0 modular universal table top, equipped with shoulder plate 4934000t, tilted uncontrollably on the column toward the headrest. As a result, the patient slid off the table top in the direction of the headrest and fell to the floor. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement of the table during surgery leading to the patient¿s fall, was to reoccur. Previous h6 medical device ¿ problem code: mechanical problem/unintended movement//3026; mechanical problem/structural problem/difficult to open or close/2921 corrected h6 medical device ¿ problem code: mechanical problem/unintended movement//3026; use of device problem///1670.